Event description:
It was reported that the quick bolus/wake button on the customer's pump was difficult to press and often required multiple attempts to activate the screen. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed by technical support on how to properly press the button and was assisted in removing the pump case to see if it improved the situation. Despite these efforts, the button remained difficult to press, so technical support decided to replace the pump. The customer planned to continue using the current pump until the replacement arrived.